Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leaking event on 04-jul-2024. The infusion set was in use for 2 days. The leakage was at quick release (qr). No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The lot 5393215 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with version 17 sample of contact detach, neria multi, and trusteel models (muestrario de los modelos contact detach, neria multi y trusteel) - sampler for contact, contact detach, neria multi .doc (version1) quality specification for membrane assembly in the segment.doc (especificación de calidad para el ensamble de la membrana en el segmento.doc) version 6. Quality specification for the gluing of the connector t-cap - tube on spot cure.doc (version 39) - quality specification for the connectors.docx. Test on returned reference samples, 10 samples out 10 samples passed the test. Test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to version 09 quality specification for flow test of steel products.doc (especificación de calidad para la prueba de flujo de los productos steel.doc.) Test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to version 25 instructions for using leak detection equipment in the inspection area.doc (instructions for using leak detection equipment in the inspection area.doc) test on reference samples, 10 samples out 10 samples passed the test. Batch review the lot 5393215 was manufactured on 09/jul/2022, the packing process in the machine 10, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.